Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's mother accidently gave him a bolus dose while his blood glucose was 160 mg/dl. As result, his blood glucose was 40 mg/dl at the time of reporting. She was advised to monitor his blood glucose level until in normalized. No equipment was returned. No additional information was reported.